Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Exemption number e2019001. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported. It should be noted that instructions for use (IFU), guide wire hi-torque guide wires states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during transluminal angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Additionally, the warnings section states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. In this case, the reported IFU violation did not cause or contribute to the reported complaint, as force was required to attempt to remove the guide wire given the clinical situation. The investigation was unable to determine a conclusive cause for the reported difficulty to advance or remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
Device code 2017- improper or incorrect procedure or method - excessive force g9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that during the quartet lead positioning, the whisper guide wire experienced resistance during advancement with the quartet lead and became stuck. It was impossible to withdraw the wire. Force had to be applied and the lead distal tip at the connector location broke. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.